Manufacturer narrative:
(B)(4). The analysis showed that two 6r45b cartridge reloads (a, b) were received for analysis. Cartridge (a) was received fully fired and with lockout normal. Cartridge (b) was received partially fired 1/2 and with the lockout normal. Furthermore, the cartridge metal pan (a, b) were noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. The returned reloads (a, b) were loaded into a test device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge slipped forward at firing and the staples of the proximal end were malformed at the 1st firing. The cartridges were loaded on a linear cutter. Another device was used to complete the case. There were no adverse consequences to the patient.